Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Revision of tibial baseplate due to aseptic loosening tibial component failure: ref: 5520-b-500 lot: lmf229. Implanted (B)(6) 2023. Revision surgery had to be completed on the (B)(6) 2025 to remove the loosened baseplate and implant a new one.

Manufacturer narrative:
Reported event: an event regarding loosening involving a triathlon baseplate was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the tibial baseplate was revised due to aseptic loosening. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. Correction: d4.

Event description:
No new information.